Event description:
It was reported that the user experienced hyperglycemia while using the ilet, noted by a fingerstick of 281 mg/dl and difficulty filling the tubing that was resolved after a full supply change and reconnection, with subsequent glucose decline. Customer care provided support that included troubleshooting and user education over the phone, including guided supply replacement and priming. Investigation of this case revealed that insulin delivery was interrupted by setup issues that were corrected when the infusion set and cartridge were replaced and the tubing was successfully filled, after which glucose levels decreased. No clinical symptoms associated with high blood glucose. Outcomes included no hospitalization and resolution after troubleshooting. It was concluded that the event was due to hyperglycemia associated with infusion setup issues that were resolved through troubleshooting and correct installation.